Manufacturer narrative:
Date rec¿d by MFR: 23sep2019. Date of report: 23sep2019. The customer replaced the touchscreen and lcd cable and the issue was resolved submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/21/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
It was reported that the unit had a touchscreen failure and the touchscreen could not be calibrated. There was no patient involvement.

Event description:
It was reported that the unit had a touchscreen failure and the touchscreen could not be calibrated. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 13sep2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the touchscreen. Multiple unsuccessful attempts were made to follow up with the customer; however, no additional information was provided. If any new, relevant information is received, the complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.